Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s dexcom g7 sensor expired, resulting in loss of cgm data and disconnection from the ilet, after which a nurse inserted a new g7 sensor and paired it successfully while the agent provided troubleshooting and education; during the event the patient reached a reported high of 442 mg/dl and used subcutaneous insulin via pen (6 units) as back-up therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included return of glucose to 176 mg/dl with no hospitalization or professional medical intervention beyond guidance and nurse assistance. Investigation included case review, assessment of cgm status, confirmation of new sensor pairing, and user education regarding alert adherence to prevent future sensor lapses. Investigation of this case revealed that hyperglycemia occurred due to expired cgm leading to ilet disconnection and absence of automated dosing, with device function restored after sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically lapse in cgm maintenance resulting in loss of cgm input to the ilet.